Event description:
Surgeon noticed that the sonicision started to malfunction during surgery, noted error noise and red light up when trying to use. Sonicision curved jaw cordless ultrasonic dissector lot 028200035x exp: 10/11/2025. FDA safety report ID# (B)(4).